Event description:
It was reported the aaa case was unusually long in duration. As a result, the pt lost over 1 unit of blood. The blood was recycled through the cell saver and returned to the pt. No allegation of product deficiency was made by the clinician.